Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Section e additional contact: (B)(6).

Event description:
The reported complaint occurred on an unspecified date and involved an unspecified plum 360 infusion pump. A nurse reported that the plum 360 shut off during the middle of an infusion and needed to be taken to the biomed for battery replacement. The staff always keep their pumps plugged in. They are currently using both plum 360s and bd alaris pumps in the ICU. There was no harm reported as a result of this complaint/event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. Updated information can be found in d4 - catalog #.